Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was implanted during a colonoscopy with stent placement procedure performed on an unknown date. According to the complainant, colon perforation occurred four weeks after the stent placement. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.